Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were in dire pain and the issue began approximately 2 weeks ago around the 20th or 21st. Patient stated the implant was not doing anything and if they touched the implant it hurt like hell. Patient believed their implant moved and it was causing them pain. Patient would like to remove the implant. The patient was redirected to their healthcare provider to further address the issue.